Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw a power-on-reset (por) message. They stated that, a couple of months ago, their doctor stated that it was getting ready to need to have the ins replaced. The patient believed they got the por screen yesterday. No symptoms were reported in the event. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.